Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): patient code e1022 captures the reportable event of perforation of the esophagus. Block h9 (correction/removal reporting #) on march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (eprcp) procedure at an unknown date. The procedure was performed and successfully completed with the exalt model d scope. Post procedure, the patient showed symptoms consistent with perforation. Imaging was performed and it was confirmed that the patient had experienced a perforation at the ge junction. A surgical procedure was performed to treat the perforation. The physician mentioned he believes the stiffness of the scope limited his ability to feel the pressure being applied to the scope during the procedure and made a challenging passage of the scope through the ge junction. No further information is available regarding the patient outcome after the event.